Event description:
It was reported that "it was unable to pace during use". There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3cc limited volume syringe was returned for evaluation. Blood was visible on the catheter body under the balloon. Continuity testing found that a short condition occurred in the y-adaptor between the proximal and the distal electrodes. The balloon inflated but did not maintain inflation due to leakage from a small bonding separation between the catheter body and the proximal electrode. No visible damage to the catheter body was observed. Continuity testing was done by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Resistance was measured with a digital multimeter. The catheter was cut down at just proximal of proximal electrode and base of y-adaptor. The lead wire was exposed for continuity testing. Balloon inflation testing was performed using returned syringe with 1.3cc air by holding the balloon under water. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty was confirmed during the evaluation. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.